Manufacturer narrative:
Evaluation: during our investigation of the returned device, we were able to confirm the separation of the hub from the sheath material. This separation appears to be the result of an inadequate flare on the sheath. The appropriate individuals have been notified of this matter. We will continue to monitor for similar situations.

Event description:
Physician was removing sheath from patient by pulling the check-flo valve, valve separated from the sheath. Hub was all the way to the skin of the patient, patient did have significant scar tissue. When valve/hub separated physician was able to apply hemostat to the sheath to prevent bleeding. No harm done to patient.